Event description:
It was further reported by the article author that the patient deaths with a cause of unknown were not related to the products used in the study and there were no performance issues with these products. In addition it was confirmed that no deceased patients were under the age of 22 at the time of death.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: ventricular high-rate episodes predict increased mortality in heart failure patients treated with cardiac resynchronization therapy. Scand. Cardiovasc. J. 2015;49(1):20-26.

Event description:
A journal article was reviewed which contained information regarding patient deaths but the causes were unknown. The study was a retrospective review of medical records from a national death register outside the us. Further follow up did not yet yield any additional information. The cause of death has been requested and not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with a device serial number. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ventricular high-rate episodes predict increased mortality in heart failure patients treated with cardiac resynchronization therapy. Scand. Cardiovasc. J. 2015;49(1):20-26. (B)(4).